Event description:
It was reported by the patient that a pacing lead was damaged. The pacing lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.